Event description:
When the doctor tried to screw a spider screw into the bone of a 15-year old male patient, the screw broke in half. It was reported that the doctor predrilled before trying to place the screw. The complaint form indicated that the patient was not harmed but merely inconvenienced, and the patient questionnaire sent in subsequently by the doctor also indicated there was no patient injury but a product/performance issue. The broken device was retrieved from the patient's mouth and the patient did not swallow any portion of the device. No hospital visit was required. The doctor mentioned on the patient questionnaire that if the device malfunction were to recur, it would not likely cause or contribute to a death or serious injury. Despite the fact that the doctor reported no patient injury, ot decided to report this because the doctor did prescribe ibuprofen, and a bone graft was placed after the broken screw was removed. A follow-up appointment was also required to check whether the bone graft was healed and a new spider screw could be inserted.